Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter fracture, organ perforation and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture, organ perforation and tilt. The implant procedural details, indication for filter placement and medical history have not been provided. There is currently no additional information available for review. The product remains implant and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation may impact adjacent organs. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant image reports the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
An abdominal computed tomography (CT) scan done approximately seventeen years after the index procedure was provided without an imaging report. No additional information could be gleaned from this image. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava (ivc), ivc perforation, organ perforation, tilt, deep vein thrombosis (dvt), blood clots, clotting and/or occlusion of the ivc. The patient became aware of the reported events approximately seventeen years after the index procedure. The patient also experienced swelling of legs, abdominal pain and depression (seeing a psychiatrist) related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter malfunctioned and caused filter fracture, organ perforation and tilt. The patient reported becoming aware of fracture, inferior vena cava (ivc) and organ perforation, tilt, deep vein thrombosis (dvt), blood clots, clotting and/or occlusion of the ivc, approximately seventeen years post implant. The patient also reported swelling of legs, abdominal pain and depression, under the care of a physician, related to the filter. An image from an abdominal computed tomography (CT) scan done approximately seventeen years post implant was provided without an imaging report. A cordis type ivc filter is depicted in the image. No other details can be gleaned from the image. The implant procedural details, indication for filter placement and medical history have not been provided. There is currently no additional information available for review. The product remains implant and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots (thrombus), clotting and occlusion of the ivc, filter or vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. These events do not represent a malfunction of the device, additionally ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have contributed to the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation may impact adjacent organs. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant image reports the reported events could not be confirmed or further clarified. Leg swelling, abdominal pain and depression do not represent a device malfunction and may be related to underlying patient specific issues and comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.